Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) and bupivacaine via an implantable pump for non-m alignant pain. It was reported that the patient (pt) had left over medication when it was time to refill the pump. Pt reported that in (B)(6) there were supposed to have 11.7 mg left in the pump but instead had 11. Pt reported in (B)(6) they were supposed to have 4.5 mg but they had 5. In (B)(6) supposed to be 4.5 mg but was 7 and on (B)(6) it was supposed to be 3.6 but was at 6 mg. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.